Event description:
After insertion of an intraocular lens (iol), the surgeon observed that the iol was not seated correctly in the eye. The pt was taken back to the or. Intraocular lens replacement surgery and a vitrectomy were performed. Add'l info has been requested.

Event description:
The reporting surgeon provided additional info. The pt's visual acuity (va) prior to intraocular (iol) surgery was 20/25. The pt's va following surgery was 20/25 (4/15/2002). The pt's outcome was excellent and the surgeon indicated the event was not related to the iol.